Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the pcr tokyo 2018 case presentation by a (B)(6) affiliate: ¿two pitfalls during tavi with sapien 3 in tortuous aorta¿, a case of an (B)(6) male with symptomatic severe aortic stenosis. The patient refused to receive surgical aortic valve replacement, a decision was made to perform a tavi with a 26mm sapien 3 valve by transfemoral approach. During valve alignment, the physicians could not reach the native valve due to the delivery system was not long enough for this patient¿s anatomy. The esheath was fully inserted within the vessel to the proximal tapered end which resolved the issue. During valve deployment, inflation and deflation difficulties of the edwards commander delivery system were experienced which resulted in the patient experiencing a cardiac arrest. The patient was intubated and pericardiocentesis was done and continuous blood drainage remained; therefore, the patient was converted to surgery. As per images in the presentation, both a kink of the delivery system in the patient and a delivery system kink out of the patient once removed are observed. In addition, per presentation, there was difficulty of balloon inflation and deflation at outside of body. As per medical opinion, the delivery system kinked due to a very tortuous aorta which was both bent and elongated and the cardiac tamponade occurred at the time of pushing the delivery system.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Despite multiple attempts, no other information was forthcoming. The doctor declined to provide further information. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Images were provided and reviewed. The images on the presentation slides revealed patient tortuous anatomy, kinking of the delivery system during the procedure, screenshots of cine images of inflation and deflation during valve deployment (post deployment the thv appears fully deployed), and the condition of the device after the procedure showing a kink in flex shaft. The exact date of the event as described in the presentation is unknown. For this reason the date of the (B)(6) conference was used as the occurrence date (B)(6) 2018). The work order was not provided for this complaint; however, a review of the manufacture steps and quality inspections was performed based on the latest revision released prior to the presentation date. The device underwent multiple 100% inspections during manufacturing that would have detected this failure if it were present during manufacturing. During general inspection of the balloon the following is inspected: balloon dimensional inspection, working length, balloon diameter, proximal and distal leg inner diameter (ID), proximal leg outer diameter (od), and double wall thickness. The balloons are visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots and scratches. In addition, balloons are sampled for burst testing and additional visual inspection. During the crimp balloon molding process, the crimp balloons are 100% dimensionally and visually inspected. The crimp balloon to inflation balloon laser bond is visually inspected for bubbles, and smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During the balloon fold and forming process the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. Per procedure the injection ports located in the y-connector were verified for adhesive filling and coverage. All devices are visually inspected 100% by both manufacturing and quality for the following: device damage (e.g. Kinks, cuts), distal and proximal balloon covers are positioned all the way to the balloon bump and split proximal balloon covers. Functional product verification testing is performed for the following: visual inspections for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye). Balloon inflation/deflation time was tested and must be below the upper specification limit (usl). The samples were visually inspected for kinks or cracks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. Since no work order information was provided a device history records (DHR) and lot history review were unable to be performed. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed other similar returned complaints for the trend categories above that were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery ¿system ¿ kinked bent¿ was confirmed based on the provided imagery. However, the complaint for ¿delivery system - inflation difficulty¿ and ¿delivery system - deflation difficulty¿ was unable to be confirmed by engineering due to the device not being returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis; therefore a manufacturing nonconformance was unable to be determined. Review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing non-conformance contributed to the reported event. No labeling or IFU inadequacies were identified. Per the presentation slides, the patient had very tortuous vessels. It is likely that the delivery system kinked during travel through the tortuous anatomy. Available information suggests that patient factors (vessel tortuosity) may have contributed to the delivery system kink. It is possible that the kinking of the delivery system caused the inflation and deflation difficulty since the pathway of the inflation fluid was likely compromised. A kink in the flex shaft/balloon shaft could inhibit the flow of fluid to the balloon resulting in difficulty during inflation/deflation. Available information suggests that procedural factors (delivery system kinked) may have contributed to the difficulty of balloon inflation and deflation. Per report, the inflation and deflation difficulties led to a cardiac arrest. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the cause of the cardiac tamponade is unknown. However, based on the limited available information it occurred at the timing of pushing the system. There was no allegation or indication of a device malfunction. The complaint for ¿delivery system kinked bent¿ was confirmed based on the provided imagery. The complaints for ¿delivery system - inflation difficulty¿ and ¿delivery system - deflation difficulty¿ were unable to be confirmed. In this case, available information suggests that procedural factors (delivery system kinked) may have contributed to the event. No manufacturing non-conformance were identified. No labeling/IFU inadequacies were identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action is required at this time.